Manufacturer narrative:
Device evaluation the catheter was received back with blood between the outer and inner balloons. There were kinks at 86mm and 146mm from the manifold strain relief exit. The catheter was treaded with a guidewire with no problems. The device was connected to a test inflation unit and during functional testing the inflation unit went into flashing check catheter light mode; recording a pressure error code. When the system doesn't read the proper temperature within programmed times, it aborts. The test was repeated two more times with the same results. The device was pressurized and no leaks were found in the inner balloon, guidewire lumen, shaft, manifold or connector assemblies. There were no leaks between the inner and outer balloons and associated plumbing lines. Opening the connector reveals a collapsed gas delivery line at the connector junction. This could have prevented the flow of gas into the inner balloon. A small pin hole was found about 45mm from the proximal end of the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4)

Event description:
Reportable based on the product analysis completed on (B)(6) 2010. It was reported that during a cryoplasty procedure the inflation units' check catheter error light came on. The lesion was located in the popliteal artery. The physician advanced the .035-7/80/120 polarcath balloon to the lesion and started the treatment cycle and the polarcath peripheral dilatation inflation units' check catheter error light came on. There were no patient complications. The procedure was completed with a .035-7/40/127 polarcath balloon and the same inflation unit. Patient status is reported as "good". However, the returned product analysis revealed that there was a pinhole in the outer balloon.